Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the battery would not charge. The device was not changed out, as the device worked on battery, but the battery did not continue to charge. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt. Investigation in process, but not yet completed.

Manufacturer narrative:
Eval in progress, but not yet concluded. Note: the field svc rep (fsr) confirmed the issue and found the power supply assembly used for recharging the batteries to be defective. With the new power supply assembly installed, the sys functioned as designed. The defective part has been returned for further eval.